Event description:
The iab was inserted into the patient on 9/17/97 at 5:30 p.m. On 09/19/97 at 5:00 p.m. After iabp for 48 hours, the doctor had difficulty removing the iab. On 10/01/97, datascope was notified that the iab was discarded and would not be returned for evaluation. (Event complications: none from the event - reported 9/29/97.) (Pt's current status: discharged-rpt'd 9/29/97.)